Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow-up, a diagnostic anomaly resulting in retrograde conduction was observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.